Event description:
It was reported that prior to a laparoscopic nephrectomy procedure, the device was torn and detached from ring when first opened. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: are all components of torn and separated device being sent back for analysis?

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the flr02 found that it was received with the retractor sheath torn and separated from the upper retractor ring. The tear was adjacent to the upper retractor ring and continued toward the lower retractor ring. Due to this condition, the sheath separated from the upper retractor ring. No conclusion could be reached as to what may have caused the found condition.